Event description:
It was reported that the instrument broke at the mouth while in use. Although this instrument was used during surgery, no patient co mplications were reported.

Manufacturer narrative:
(B)(4). The lower jaw is broken off at the jaw pivot pin. Optical examination discovered a fairly brittle fracture. The location, direc tion, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.